Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4) records indicate this device and lead remain in serivce. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited a high out-of-range shock impedance measurement detected through the patient's remote monitoring system. No noise was noted and all other measurements were within normal range. Boston scientific technical services (ts) provided troubleshooting options. The cause of the high shock impedance was not determined, however, it was noted that this is a single coil lead and the rise in impedance was gradual. The physician plan to continue to monitor the patient. At this time, the system remains in service. No adverse patient effects were reported.

Event description:
Additional information was received indicating high out of range measurements continue to be observed. A health care professional (hcp) reported the shock impedance measurements trend high. No adverse patient effects were reported.